Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl at the time of the incident. Customer declined troubleshooting. Customer treated low blood glucose via drinking soda. Auto mode feature inactive at time of incident. The insulin pump will not be returned for analysis.